Event description:
It was reported that the care giver (cg) had noticed air bubbles in the patient line during the initial drain while the home patient (hp) was connected. The technical service representative (tsr) assisted the cg with ending the therapy. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.